Event description:
As reported by the edwards field clinical specialist, a 23mm sapien 3 ultra aortic valve implanted for approximately 3 years failed due to stenosis. The patient expired due to coronary artery disease with conditions directly contributing to death listed as: congestive heart failure with ejection fraction <20%, oliguric acute kidney failure, aortic stenosis status post transcatheter aortic valve replacement (tavr) with restenosis, and bradycardia.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve stenosis was confirmed based on medical record provided. Available information suggests patient factors (atherosclerosis) likely contributed to the event as patient has history of chronic kidney disease and diabetes mellitus. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.